Event description:
It was reported that the customer experienced low blood glucose levels over the course of 2 days, leading up to a seizure which required intervention by an ambulance at her home. The blood glucose reading was unknown. The customer stated that she believed that the insulin pump was delivering more insulin than it should have. She reported that she programmed a bolus to be delivered, and it did, but then her blood glucose levels dropped at night. She complained of feeling horrible due to the low blood glucose. Although the customer felt that the insulin pump had overdelivered insulin, she did confirm that the amount of insulin she intended to deliver was the same as shown in the bolus delivery history. Advised replacement of the insulin pump if the customer desired to do so, but the customer stated she would read up on it and fix the issue on her own. The call was disconnected before further details on the ambulance intervention could be captured. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.